Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 516 mg/dl. However the customer states their blood glucose went up to 600 mg/dl. The customer treated with insulin pen. Customer's blood glucose value was 435 mg/dl at the time of the call. The customer state the high blood glucose began on (B)(6) 2017. Troubleshooting was performed. There were no leaks or air bubbles. The customer noted the cannula was bent while troubleshooting. The customer decided to continue troubleshooting. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The product was not returned for analysis.